Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6), male patient the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A review of the device's activity log found one occurrence when the device shut down due to battery disconnection. There was no evidence of an inappropriate shut down in the log. The battery was not returned for evaluation. Evaluation of the battery pins on the device found no issue. The device passed all testing, was recertified and returned to the customer. No product was returned to zoll medical us for evaluation. No trend is associated with reports of this type.